Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: a review of the black box indicated rebooting had occurred on (B)(6) 2015. Visual inspection revealed moisture contamination behind the display lens and a battery compartment crack. There was also evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The returned battery cap was able to fully tighten and the pump powered on normally. The pump successfully performed a rewind, load, and prime sequence and was exercised for 24 hours with no power interruptions. Leak testing showed a leak at the battery compartment crack. The pump casing was removed and there was evidence of moisture contamination on multiple internal pump components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ¿completely dead¿ after the patient had gone swimming with the pump and that there was water under the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).